Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed pain in their neck and shoulder from the monitor being too heavy. The patient's cardiologist suggested that the patient return the device. The outcome is unknown, patient ended use.